Event description:
It was reported that one contact on the lead did not work. The lead was replaced and there was no patient injury.

Manufacturer narrative:
Analysis of the lead model 3387 found no anomaly.

Manufacturer narrative:
Lead model 3387 lot# unknown implanted (B)(6) 2012 explanted (B)(6) 2012. Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.